Event description:
Patient reports that there was defective tubing that was leaking in the needle set area on one of the three needles, so she clamped off the one that was leaking, she feels that she probably got most of her dose so makeup dose not necessary. No further information obtained at this time. Unknown if product on hand for return. Diagnosis for use: nonfamilial hypogammaglobulinemia.